Manufacturer narrative:
Follow-up #1 date of submission 12/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation could not be completed because the pump would not power on. There was evidence of moisture in the display screen and moisture corrosion was observed on the power circuit.

Event description:
The patient contacted animas on (B)(6) 2012 alleged the battery that was in the pump felt hot to the touch and the pump felt warm. The patient stated the pump had been worn while swimming prior to this alleged event. The patient stated that the bolus button was noted to be damaged during the call with animas. The patient denied corrosion in the battery compartment, but stated there was moisture noted in the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged temperature issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.